Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess instrument test well images for the sample on (B)(6) 2014.

Event description:
On (B)(6) 2014, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (pooled cells) with a galileo instrument on (B)(6) 2014.